Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following finding of a type 1b endoleak of the cuff (suprarenal extension). Device, user, procedure or anatomy relatedness of this complaint could not be determined, and procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported as being transferred to another facility for further treatment. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
At the completion of the clinical assessment on 05/31/2018 of a previous reported event (2031527-2018-00157), clinical was able to find substantial evidence to support the following additional findings of a type 1a endoleak of the cuff (suprarenal extension). This report is for the type 1a endoleak of the cuff (suprarenal extension) only.